Event description:
It was reported the clinician programmer broke down with interrogation. The programmer was replaced after it was broken. The crash happened during interrogation with vagus nerve stimulator still on. The vagus nerve stimulator and stimulator are close to each other and the vagus nerve stimulator needed to be turned off in order to interrogate. The programmer had broken down up to three times when the vagus nerve stimulator was on and they wanted to interrogate the stimulator. Actions included turning the vagus nerve stimulator off during interrogation and placing an aluminum plate next to the vagus nerve stimulator during interrogation. No crash was noted when this was done. The patient was sent back to their epileptologist and a neurosurgeon. The stimulator was placed too close to the vagus nerve stimulator and was repositioned. It was unknown if there were any patient signs or symptoms associated with the event. The event was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 8840, serial# (B)(4), product type: programmer, physician; product ID 3389-28, lot# 0207100835, implanted: (B)(6) 2013, product type: lead; product ID 3389-28, lot# 0207100838, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).